Manufacturer narrative:
Correction: aware date was sent as 08/nov/2023 in the last medwatch (2890986). The corrected aware date should be 02/dec/2023. Corrected data: g.3.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 1.0 ml of juvéderm® volift¿ with lidocaine to lips and presented with swelling, pain, numbness and lumps in the injection area 2 days post injection.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b3, b5, d6a, d10, h8.

Event description:
Symptoms developed 2 days after 1ml of juvéderm® volift¿ with lidocaine injected to lips.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 980/1. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported swelling, pain, numbness and lump in the injection area in patient injected with 1ml of juvéderm® volift¿ with lidocaine. Symptoms on going.